Manufacturer narrative:
The glidescope go was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope go and confirmed the intermittent image issue. The led on a known good single use blade was not illuminating. The issue was isolated to the hdmi connector. The glidescope go was scrapped and a replacement sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go, the image appeared to shake and cut in and out. A delay in the procedure of three (3) minutes occurred as a backup glidescope go was obtained. No harm to the patient or user was reported.